Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. For reported underinfusion problem, a functional flow rate test must be performed on the physical complaint sample to verify the flow rate accuracy of the alleged device. A functional flow rate test could not be performed as the sample was not available. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of small volume folfusors underinfused a benzylpenicillin therapy. The volume remaining after the therapy delivery time was completed was approximately 30 ¿ 50 ml of benzylpenicillin. This event was discovered during patient use when the patient was home. There was no patient injury or medical intervention associated with this event. No additional information is available.